Event description:
It was reported that the hub separated from the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg during use. The following information was provided by the initial reporter: "1 out of every three or four syringe needles comes off while removing the plastic protective cap rendering the syringe unusable."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/8/2020. H.6. Investigation: customer returned (3) loose 3/10cc, 8mm syringes. Customer states that the needle comes off while removing the plastic protective cap rendering the syringe unusable. One syringe was returned with the hub-needle/shield assembly separated from the barrel. No defects were observed on the remaining samples. A review of the device history record was completed for batch# 9203895. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9203895. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200837337, 200837237] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that the hub separated from the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg during use. The following information was provided by the initial reporter: "1 out of every three or four syringe needles comes off while removing the plastic protective cap rendering the syringe unusable."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg during use. The following information was provided by the initial reporter: "1 out of every three or four syringe needles comes off while removing the plastic protective cap rendering the syringe unusable."